Event description:
As reported by the study, almost four months after percutaneous coronary intervention (pci), the patient died of unknown caused. It is not known if the death was cardiac related. An autopsy was not performed. There was no re-pci or CABG. This information was obtained from the patient's general practioner. Additional details regarding the death were requested but are not available. The event was classified as possibly related to the study device. This patient presented to the cardiac catheterization unit and 3-vessel disease was found. The primary indication for intervention was unstable angina pectoris. Pre procedure cardiac enzymes were within normal limits. Pre-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a 70% restenotic lesion (driver stent) in a protected left main (there is a patent graft to at least 1 vessel distal to the lm) of 20mm in length in a 3.0mm vessel diameter. The (type c) eccentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 3.0x20mm balloon at 18 atmospheres (atm) before a 3.0x23mm cypher select plus stent was deployed at 18 atm with satisfactory results. There was no post-dilatation. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. Post-procedure cardiac enzymes were within normal limits. The patient was discharged three days later. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. Telephone contact was made with the patient at the 1-month interval. The patient's anginal status was asymptomatic. Post-procedure medications remained unchanged.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.